Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, self test and excessive no delivery test. Unit passed the delivery accuracy test at 0.08745 inches. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, power loss alarm or battery out limit alarm noted. Unit was received with stripped battery cap (p) at coin slot area and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1149mg/dl. The customer's current blood glucose was 200mg/dl. Customer was experienced different blood glucose level was 200, 60 and 400mg/dl .the customer was treated with two insulin pens and fresh vials of insulin has insulin and syringes. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.